Event description:
The account generated falsely elevated magnesium results of 2.0 mg/dl and 2.49 mg/dl on a patient who initially tested magnesium of 1.0 mg/dl on the architect c4000 analyzer. The sample was repeated several times with an average magnesium result of 1.1 mg/dl which matches the patient's clinical history. The account uses a normal range of 1.6 to 2.6 mg/dl and critical ranges <1.0 and >7.0 mg/dl. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The field service representative identified the cuvette washer nozzles as the likely causes. The service history for the analyzer does not include additional reports of erratic assay results after the field service representative replaced the wash nozzles. The wash nozzles were not available for return. A 12 month review of complaint and trending data for each wash nozzle did not identify a trend or a product issue. The architect system operations manual provides adequate information with regard to specimen handling, required maintenance, component replacement, and troubleshooting the reported issue. Based on the investigation performed a deficiency is not identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.